Event description:
It was reported that the patient experienced a burning sensation at the implantable neurostimulator (ins) location. The patient turned the device off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748966, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3998, lot# j0537563v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the device and lead were replaced due to an elective replacement indicator (eri). It was noted that there were no known issues.

Manufacturer narrative:
Analysis of the extension, serial # (B)(4), found that the body of the extension was cut through and the product was segmented. No significant anomalies were found. Analysis of the lead, lot #j0537563v, found that the body of the lead was cut through and the product was segmented. No significant anomalies were found. Analysis of the extension, serial # (B)(4), found that the body of the extension was cut through and the product was segmented. No significant anomalies were found. Analysis of the implantable neurostimulator, serial # (B)(4), found that the battery was not in new condition. No significant anomalies were found.